Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "I think the implant ruptured" and "my breast has swollen and it is swollen almost always." The device remains implanted. The side of this record is unspecified.